Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 pyxis bus module control board (pmc) and drawer controller board was faulty. A field service engineer (fse) found drawer was not detected on bus and no lights on backboards. Fse replaced pmc and drawer controller board and reconfigured drawer to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1 was not detected on the bus. Nursing staff reported that the machine repeatedly shut down. The station was restarted and unplugged; however, main drawer 1 continued to not be detected on the bus. There were no delay or adverse events or injuries reported based on this event.